Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the alleged event.

Event description:
Patient underwent an extreme lateral interbody fusion procedure at l1-l4 levels. As per reporter the all may have been cut at l3-l4 levels. Implant at l3-4 was loose, removed and replaced with non nuvasive product. No allegation of product malfunction.